Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level over 500 mg/dl and moderate ketone levels. The customer was treated with intravenous saline and insulin, and was released from the ICU 4 days later with no permanent damage. Tandem technical support (cts) performed a pump system check and determined the cartridge and insulin had been in use past labeling. Cts educated the customer on cartridge and insulin labeling.